Event description:
It was observed that during the device evaluation, the gastrovideoscope distal end is cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the universal cord had a scratch and water tightness was lost due to a crack on distal end. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that there is a possibility that the phenomenon "distal end is cracked" occurred due to physical stress caused by handling. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result". Olympus will continue to monitor field performance for this device.